Event description:
It was reported that during the implant attempt there was high thresholds, high impedance, and a lead fracture was suspected. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found and the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4)